Manufacturer narrative:
Corrected data: patient information. Additional manufacturer narrative: the philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Manufacturer narrative:
The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that during an elective coronary procedure the wireless footswitch did not work and the wifi indicator was red. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips.